Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported the patient experienced ineffective coverage their scs and x-rays confirmed that both leads had migrated. As such, surgical intervention was undertaken wherein both the leads were replaced and effective therapy restored.